Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized from (B)(6) 2016. It was reported that customer's healthcare professional recommended to customer be on sensor due to customer not being able to sense high blood glucose. Customer was diagnosed with epilepsy and had five seizures. Customer was also hospitalized in (B)(6) 2016 due to high blood glucose and bladder infection. Customer declined transfer to helpline.